Event description:
A report received from the study indicated that this pt had a non q-wave myocardial infarction eight months after the index procedure. The ck and ck-mb were four times above normal. The pt was treated medically with unfractionated heparin, intravenous nitrates, aspirin and plavix, because of acute renal failure. After the event, the pt has been asymptomatic on aspirin and plavix. The event was possible related to the device, but unrelated to the procedure. The event resolved without sequel.

Manufacturer narrative:
The patient's history is significant for hyperlipidemia, hypertension, insulin treated diabetes mellitus, myocardial infarction, congestive heart failure, peripheral vascular disease, smoker, chronic pulmonary disease, renal disease, and family history of coronary artery disease. The pt was on statins, ace inhibitors, insulin and beta-blockers. The indication for the index procedure was stable angina pectoris. The angiogram showed three vessel disease, but only the proximal (lad) left anterior descending artery was treated. The vessel diameter was 3.2mm and the lesion length was 25mm. The lesion was described as de novo, bifurcation, irregular contour, moderate tortuosity of proximal segment, angulations, eccentric, moderate calcification, type b2, and 80% stenosed. The pt received a loading dose of aspirin prior to the procedure. A 6 french guiding catheter was utilized to cannulate the vessel, and the lesion was direct stented with the deployment of a 3x28mm cypher select plus stent at 16 atmospheres. The stent was post-dilated for optimal expansion with a 3.5x12mm balloon at 18 atmospheres. After the procedure, the pt was placed on aspirin and clopidogrel. The pt was discharged home with plavix and aspirin for twelve months, insulin, statins, beta-blockers and ace inhibitors. The cypher (sds) stent delivery system was delivered to the site, and the stent was successfully deployed. However, the balloon did not deflated, and additional syringe was utilized to deflate and remove the sds from the site. Finally, the balloon deflated and was removed without any pt injury. Additional info was requested that consisted of the contrast media brand name, percentage of contrast and saline mixture, and pt demographics. Prior to shipping, the sales rep did no see any other damage on the unit. This product is similar to us cypher stent.